Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon was able to squeeze the handle and jaws were able to close but there were malformed clips. It was also stated that the device¿s handle was broken during firing.

Event description:
According to the reporter, intra-operatively, the surgeon was able to squeeze the handle and jaws were able to close but there were malformed clips. It was also stated that the device¿s handle was broken during firing.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted: the first photo depicts the back side of the jaws with the cam on one of the jaw legs disengaged from the driver. The second photo depicts a better view of the jaws with the cam on one of the jaw legs disengaged from the driver. The third photo depicts the clip counter displaying the number 06. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.